Event description:
A malfunction on the pump was reported by the customer, with no notable events occurring prior. There was no adverse impact on the customer¿s blood glucose level. Technical support provided information for resetting the pump and assisted the customer with the process, which resolved the issue. The customer was advised to continue using the pump and to call back if the malfunction code recurred. There was no recurrence of the issue after resetting.